Event description:
A meter to lab test resulted with the surestep meter reading 156 mg/dl and lab meter reading 123 mg/dl. The lab comparison was done back to back, capillary, venous respectively. Rptr stated that he fasted prior to testing. No control solution test was reported and no symptoms were stated.